Event description:
The site reported on (B)(6) 2010, the following: during the first injection of a cardiac catheterization no contrast was seen after a small injection was done to visualize the tip of the catheter. The site noted that for the cardiologist, this is typical of an air injection. The pt required both respiratory and cardiac resuscitation. The pt was then moved to the ICU.

Manufacturer narrative:
The avanta injector was checked by a medrad service representative and was functioning correctly. The customer did not retain the disposables that were in use during the reported incident; therefore, they were not available for eval. One medrad clinical applications specialist visited this facility after the reported incident. During this visit, the clinical applications specialist observed that the priming instructions contained in the operation manual were not being followed by some of the technologists. This was discussed with the chief nurse and she agreed with the medrad representative. Further applications training is scheduled.